Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that when connected to the leads, the device went into a high pacing rate. A new device was placed.